Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. During surgery, a rupture in the right cylinder silicone sheath was identified. All components were removed and replaced with a new ipp. The patient is expected to recover.